Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-04255. The patient received her scs system on (B)(6) 2006 consisting of an ipg and percutaneous lead. It was reported that the patient was no longer receiving effective therapy relief. In addition, she allegedly was experiencing discomfort due to the implant depth of the ipg. Her scs system was explanted on (B)(6) 2010 and returned to the manufacturer for analysis.

Manufacturer narrative:
Results: as returned, the ipg successfully communicated with a lab programmer. Per published dimension in the dfu, the ipg measured comparably. No anomalies were noted with the physical dimensions. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.